Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A non-stryker user surgeon reached out from a teaching facility asking if a femoral head component that he revised over a year ago was a part of lfit v40 recall from dates 2011-2016. After looking up the product number and lot code with the sales manager through our resources, the item in question was determined to not be a part of the recall. He reported trunnion wear and adverse tissue reactions. Informed that he revised the femoral and acetabular components to another companies implants and disposed of the implants removed.